Event description:
The doctor called to report the customer was admitted in the emergency room for low bgs. It was stated by the doctor that the patient was not totally mentally coherent. At the time of call the device was disconnected and low bgs were treated with IV of glucose. It was stated by a relative that the customer did not wake up and the paramedics were called. Sets were used for five days. Troubleshooting could not be performed due to the customer's mental state. Customer did state that the device was not dropped and the plunger was not pressed while the pump was connected. Troubleshooting was performed with the doctor's assistance. Leadscrew was performed and passed.